Manufacturer narrative:
One (B)(4) fast-fix 360 curved needle delivery system device returned. The device is in fairly good condition. The complaint was opened for t2 pre deployment. T1, t2 and suture was not returned. There is no sign of aggressive use. There is no obvious disfigurement or damage to the device. There is no apparent twisting or bending of the delivery needle. A functional test confirmed that the device cycles and actuates successfully. No mechanical problem was found with the device returned. No root cause related to the manufacture of the device can be confirmed.

Event description:
It was reported that the fast fix 360 delivery system deployed the second anchor prematurely at (B)(6).